Manufacturer narrative:
Additional information received: unique device identification (UDI) is (B)(4). A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during using omniscope on (B)(6) 2025, the omni outflow channel was noted to be bent. There were also metal shavings found in the cavity found when using omni scope and myosure device together. No other information is available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the reusable device at the time of this report a follow up report will follow with the information. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.